Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The caller did not know which coaguchek xs system produced the discrepant result. Reference medwatch report with (B)(6) for the other possible suspect device used.

Event description:
Caller states patient tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 4.8 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.